Manufacturer narrative:
Concomitant medical products: 6945-65 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness, and the lead alert triggered. The right atrial (ra) lead exhibited high impedances and thresholds, and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.